Manufacturer narrative:
Follow-up # 1 date of submission 12/28/2013 - device evaluation:the pump has been returned and evaluated by product analysis 12/17/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. The complaint of the unresponsive keypad buttons was not able to be duplicated; all buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination or damage was found to the key contacts. The pump was opened and no intermittent condition was found to the keypad flex or connector.

Manufacturer narrative:
Correction: suspect medical device: the initial report was inadvertently submitted against the infusion sets. The suspect medical device has been updated to animas vibe insulin pump. The investigation previously reported was for the ¿pump¿ not ¿infusion sets¿. Brand name: animas vibe, device name: animas vibe insulin pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. No details were provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.